Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right direct surgical artery for mechanical circulatory support. A leak of purge fluid occurred from the pressure reservoir and purge filter of the impella 5.5. The impella 5.5 was inserted via direct aorta in an elective op placement on and the purge cassette was replaced by a clinical engineer four days later. Four days after the purge cassette was replaced, a leak from the purge filter was discovered during a night shift check. The clinical engineer reported the issue on the same day. No alarms related to the purge system have occurred since the insertion of the impella 5.5 until now. The purge flow rate and purge pressure have been remained largely unchanged since insertion and are within the normal range. The amount of leaked purge fluid is minimal, consisting of only a few drops adhering to the plastic covering the pressure reservoir and purge filter. Additional information was received. The pump catheter is scheduled for return. Only observation was performed (because the leakage was very minimal and no purge-related alarms occurred). Removal was originally scheduled for the day after the issue was discovered, and was carried out as planned. There was no increase or decrease in leakage until removal. The clinical engineer in charge stated that the leaked purge fluid was present on both the pressure reservoir and the purge filter, but also commented that "it appeared to be leaking from near the purge filter" (the purge fluid leakage was that minimal).

Manufacturer narrative:
The pump will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.